Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was observed in-clinic, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. A recommended programming change was made. The patient condition after the change was stable.